Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. (B)(4). Device evaluation: product evaluation cannot be performed as per the initial report, the lens has been discarded. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced from a study patient due to loose zonules and vitreous in the anterior chamber. It was learned that the event was not iol related. Nevertheless, there was vitrectomy and incision enlargement. Post-op day 1 the patient had scattered hyphema and significant corneal edema. Uncorrected distance visual acuity (ucdva) at day 1 was hand motion (hm). At follow-up exam, hyphema was still present, and corneal edema but had improved however, ucdva was still at hm. Intraocular pressure (iop) was elevated to 34mmhg due to hyphema. Started subject on ocular hypotensive medications. Visual acuity (va) was still hm and hyphema and elevated iop were no improvement. Hence, the subject was referred to a glaucoma specialist. The lens was reported to be discarded on site. No other information was provided.